Manufacturer narrative:
(B)(4).should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the small volume folfusor leaked at the filling port. The leak was identified when the device was being filled with fluorouracil and g5. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The lot was manufactured from august 27, 2015- august 28, 2015. The device was received for evaluation containing approximately 100 ml of fluid in the bladder. Visual inspection was performed with no evidence of a leak at the fill port, when the fill port cap was removed, identified. A functional leak test was performed with no evidence of a leak was found at the fill port. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.